Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported no ac indicator or battery power on their 8015. There was no patient involvement reported.

Event description:
The customer reported no ac indicator or battery power on their 8015. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting with the customer over the phone and confirmed npi 8015 no ac indicator. Technical support: keypad: 1. Customer replace power cord with no change. 2. Recommended replacing front case\keypad. 3. If fault does not clear, recommended sending in for repair. 4. Customer will move forward with replacing the keypad. 5. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported no ac indicator or battery power on their 8015. There was no patient involvement reported.